Event description:
The customer reported that prior to use on a patient, the battery of the iabp was not working. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The company representative observed that both of the batteries were warped and had run time of 15 minutes. The company representative replaced the batteries (part number 0146-00-0039). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The returned batteries were received by (B)(4) and failure investigation was performed. Returned batteries were sent to (B)(4) (3rd party test lab) and (B)(4) (battery manufacturer) for evaluation. Root cause of the swelling failure symptom could not be determined on the specific battery lot codes returned from the field, nor could it be proven that the power supplies that charge the batteries were overcharging the batteries. Exhaustive testing of batteries and power supplies was performed. However, there is no conclusive evidence that: the battery swelling was caused by a manufacturing defect. The power supply charging circuitry is causing the battery cases to swell. (B)(4).